Event description:
It was reported that: anesthetic consultant (doctor) inserted cannula into patient's (l) internal jugular, went to feed wire down needle but wire would not feed. Second doctor attempted to assist- unable to feed wire down cannula. Cannula removed and second set opened - procedure completed without further issue.

Manufacturer narrative:
Qn#(B)(4). The customer returned a spring wire guide and catheter over needle for investigation. The introducer needle was not returned. The introducer needle provided in this kit contains a clear hub (material number kz-04300-002), the returned sample contained a blue hub which is the catheter over needle (material number k-05600-024). This indicates the wrong needle was being used when trying to pass the guide wire through. A small kink was observed in the guide wire inside the j-bend. No other defects or anomalies were found on either the needle or spring wire guide. Both welds appeared full and spherical. The kink was most likely created which attempting to pass the guide wire through the catheter over needle instead of the introducer needle. The overall length of the guide wire body measured 603mm which is within specification of 596-604mm per product drawing. The outer diameter of the guide wire body measured .792mm which is within specification of .788-.826mm per product drawing. The length of the returned needle measured 3.65" which is within specification of the catheter over needle product drawing. The introducer needle would have only measured approximately 2.65" per introducer needle product drawing. This confirms the wrong needle was being used. The returned guide wire passed through an inventory introducer needle like the one provided in this type of kit with minimal resistance. A manual tug test confirm both welds were intact. A DHR review was completed with no relevant findings. The IFU provided with this kit warns the user "insert introducer needle with attached arrow raulerson syringe, where provided, into vein and aspirate. (If larger introducer needle is used, vessel may be pre-located with 22 ga. Locater needle and syringe.) Remove locater needle. Alternate technique: catheter/needle may be used in the standard manner as alternative to introducer needle. If catheter/needle is used, arrow raulerson syringe will function as a standard syringe, but will not pass spring-wire guide." The spring wire guide/needle resistance was confirmed through this investigation. The guide wire had a slight kink in the distal end of the guide wire body. A DHR review was completed with no relevant findings and the returned components passed all relevant functional and dimensional requirements. However, the location of the kink in the guide wire along with the components returned, indicated that the guide wire was attempted to pass through the catheter over needle and not the introducer needle. Therefore, the root cause of this investigation is considered use error. An in-service request has been initiated to inform the user of the correct procedure for inserting the guide wire.

Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates swg/needle resistance - kinked.

Event description:
It was reported that: anesthetic consultant (doctor) inserted cannula into patient's (l) internal jugular, went to feed wire down needle but wire would not feed. Second doctor attempted to assist- unable to feed wire down cannula. Cannula removed and second set opened - procedure completed without further issue.